Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is not known. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Storage of product not verified. Test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is not verified. Recall test results performed fasting from meter memory: lo (B)(6) 2015 12:00pm. Adverse event not reported.